Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by philips remote service personnel which included interviewing the customer and providing the customer a replacement speaker assembly to resolve the issue. Multiple attempts were sent to confirm sound at the time of the event; however, the customer did not respond. Based on the information available in the case, the cause of the reported problem was confirmed to be the speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that speaker assembly defective. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.